Event description:
It was reported to boston scientific corporation that a sensor wire was used in the urinary tract during a trans urethral resection of bladder tumor (turbt) and stent replacement procedure on (B)(6) 2022. During the procedure, after placing the sensor wire to insert the polaris stent, it was noticed there was a detached shrink sleeve from a sensor wire in the ureteral opening. When the shrink sleeve was removed, it was suspected that it came from a previous procedure in which a sensor wire was used and remained in the patient. The sensor wire used during this procedure was examined and showed no damage however it was replaced with a new sensor wire to complete the procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a0501 captures the reportable event of shrink sleeve detached. Block h6 (impact codes): impact code f23 captures the reportable event of retrieval of the detached shrink sleeve. Block h10: one sensor wire (only the sleeve) was returned. Device was returned for analysis and was detached. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the problem could have been caused by manipulation or excess of force applied during it use. However, it is important to mention that despite there is no information about the procedure in which sleeve detached from the sensor, if sleeve was inside of the patient means that it was inserted incorrectly, because this is the proximal section, and this section must not be inserted into the patient. Boston scientific has determined the most probable cause of this complaint is unintended use error caused or contributed to event since the interaction between the user and device, or sample, caused or contributed to the error. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Evaluation conclusion): the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the urinary tract during a trans urethral resection of bladder tumor (turbt) and stent replacement procedure on (B)(6) 2022. During the procedure, after placing the sensor wire to insert the polaris stent, it was noticed there was a detached shrink sleeve from a sensor wire in the ureteral opening. When the shrink sleeve was removed, it was suspected that it came from a previous procedure in which a sensor wire was used and remained in the patient. The sensor wire used during this procedure was examined and showed no damage however it was replaced with a new sensor wire to complete the procedure.